Event description:
It was reported that during patient's permanent ipg implant procedure, the physician had difficulty plugging the lead into the ipg port. The physician elected to insert the stylet into the lead and cut it to give the lead more consistency. The portion of the stylet that was cut was left implanted with the lead.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.